Event description:
It was reported that the customer had insulin leaking from the reservoir. Customer's blood glucose level was 119 mg/dl. Customer reported the leak while trying to fill the reservoir. Customer stated that the reservoir was discarded and not used. Customer was unable to tell where the reservoir was leaking. Customer stated that the reservoir was not placed into the pump. Customer was advised to return the reservoir for analysis. Reservoir will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.